Manufacturer narrative:
The device was not returned for evaluation. Retention samples were tested for ethylene oxide residuals; all results were within specification. The routine mfg quality control records were reviewed for sterility and pyrogens; all results were within specification.

Event description:
Anaphylactic reaction. Pt experienced swelling of face and ears, shortness of breath, and itching. Benadryl and oxygen administered. Tranported to ER, by the time arrival at ER swelling was down. Pt is fine, was dialyzed in hosp with competitor dialyzer. Blood not returned. Dialyzer was 1st use. Non-reuse account. Dialyzer discarded.